Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:  2015691-2019-02340. The sheath was returned after being used in the procedure. No applicable photographs, video, or imagery was provided for review. The returned sheath was fully inspected and found that the liner was fully expanded, no liner tear was observed. There were scratches along full length of sheath shaft. The liner was delaminated 4¿ in length from the distal tip. The marker band was attached to the liner. There was minor soft tip damage. Due to the condition of the returned device and nature of the issue (liner delamination), no relevant functional testing or dimensional testing was performed. A device history record (DHR) review was performed for the components related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing related issues contributed to these complaints. A lot history review of the related work order did not reveal any other similar complaints. A review of complaint history for the edwards esheath introducer set (all models and sizes) for the past 12 months (july 2018 to june 2019) revealed other similar complaints with returned devices for the complaint code. A review of complaint history data for june 2019 revealed that the complaint occurrence rate did not exceed the control limit for the trend category. During the manufacturing process, the esheath underwent the multiple 100% processing and inspections. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Esheath IFU, commander IFU, device preparation manual, and training manual were reviewed for device preparation and use instructions related to the reported event. No IFU/training deficiencies were identified. The complaint was confirmed based on device return condition. No potential manufacturing non-conformances were identified. A review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. Based on the applicable complaint history and DHR review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. The complaint description states that ¿the commander delivery catheter balloon ruptured during valve deployment. The balloon was fully inflated and the valve was fully expanded¿. A ruptured balloon would result in a disturbed balloon profile that could have increased the chances of the balloon getting caught on the sheath tip. Applying force to withdraw the delivery system in this configuration could have contributed to the liner delamination. Per report, ¿upon withdrawal of delivery catheter, it appeared the balloon caught on the tip of the esheath, thus delaminating and subsequent in-folding of the sheath.¿ available information suggests that procedural factors (withdrawal of ruptured balloon) likely contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect was identified in the evaluation, no preventative or corrective actions are required. Since no product non-conformances or labeling/IFU/training deficiencies were identified, and the occurrence rate did not exceed the applicable trend category control limits, a product risk assessment (pra) is not required.

Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-0234. Investigation is ongoing. (Device return expected).

Event description:
As reported by field clinical specialist (fcs), the 26 mm commander delivery catheter balloon ruptured during valve deployment. The balloon was fully inflated, and the valve was fully expanded. It was felt the balloon ruptured due to the very bulky calcified sinotubular junction. The valve was successfully placed, with trace leak by echo. Upon withdrawal of delivery catheter, it appeared the balloon caught on the tip of the esheath, thus delaminating and subsequent in-folding of the sheath. It appeared the physician pulled hard and the delivery system separated. All pieces were retrieved and confirmed. Due to the removal of the ruptured balloon, the femoral puncture site was unable to be closed with the proglides. Cutdown was made and vessel closed by the surgeon. Proper flow was confirmed with aortography. The delivery system and sheath were removed simultaneously as they could not be separated. The distal tip (closest to the nose cone) of the delivery system resulted in injury to the puncture site. The physicians weren't convinced that the proglides would hold so the decision was made to perform a cutdown and repair the artery surgically.